Event description:
Boston scientific received information that the right ventricular (rv) lead had displayed a loss of capture (loc). Due to a suspected dislodgement resulted in the perfomance of lead revision. The right ventricular (rv) lead was successfully repositioned and remains implanted, however, during the procedure, the left ventricular (lv) lead was damaged and had become dislodged. A replacement left ventricular (lv) lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual observation noted, dried blood and body fluid found in the entire length of the lead insulation. There was electro-cautery damage (melted insulation) present in multiple areas along the lead body. Approximately 411 millimeters (mm) from the terminal pin, the insulation was observed to be melted through and the coils were exposed. Pressure test were not performed due to the insulation breach that was found. The allegation of dislodgement and damage to the lead conductor could not be confirmed with analysis. Analysis found induced damage to the lead insulation that was most likely due to the use of electrocautery.

Manufacturer narrative:
This left ventricular (lv) lead was explanted and will be returned for analysis. Once analysis has been completed, this report will be updated.